Event description:
A customer reported that during a patient procedure, using a glidescope bflex 5.0 single-use bronchoscope, the distal tip of the bronchoscope broke off at the left bifurcation inside a 37 french double lumen endotracheal tube (dlt) upon removal. Follow-up information received from the customer reported that the bronchoscope was sprayed with silicone before the initial test pass prior to induction. The bronchoscope was then used to pass the dlt and was successfully removed after tube placement. The bronchoscope was then advanced down the dlt a second time for proof of placement for training purposes. The distal tip broke upon final removal. It was reported that the tube was removed and the patient was reintubated with a new dlt using a glidescope bflex 3.8 single-use bronchoscope. No harm to the patient was reported.

Manufacturer narrative:
The customer was unable to have the reported glidescope bflex 5.0 single-use bronchoscope returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the exact cause could not be determined; however, it is likely that the cause of the reported issue is due to using the glidescope bflex 5.0 single-use bronchoscope with a double lumen tube. The customer reported realizing after the incident that the bflex 5.0 labeling warns not to use the bflex 5.0 size with double lumen tubes. The glidescope bflex bronchoscope - endotracheal tube compatibility" table found in the glidescope bflex single-use bronchoscopes operations & maintenance manual (omm) currently only lists the compatibility of the glidescope bflex single-use bronchoscopes with certain endotracheal tubes, double-lumen tubes, and airway catheters. The double-lumen tube used during the procedure has not been validated by verathon for compatibility for use with the glidescope bflex 5.0 single-use bronchoscope. Any usage of the glidescope bflex bronchoscope outside of what is listed in the omm is outside of verathon's released labeling. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized by verathon. Trending analysis for the glidescope bflex 5.0 single-use bronchoscopes does not identify any trends exceeding acceptable limits. Corrective action is not required at this time. Verathon will continue to monitor for trends.